Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator shut down while transporting a patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Root cause: failure analysis on the returned data acquisition board shows that the data acquisition (da) pcba was tested and no failures were identified.